Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed an arc track at the base of the spatula. It was determined that arcing likely occurred while the spatula was perpendicular to the distal clevis. Slightly melted material was also found on the yaw pulley. No other damage was found.

Event description:
It was reported that while dissecting the lymph node between the lobes during a da vinci s lobectomy procedure, energy was observed leaking through the distal wires of the permanent cautery spatula instrument. The instrument was in use for 1.5 hours when the leaking was noticed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.